Manufacturer narrative:
Examination of the returned orientation guide confirmed a portion of the tip broke off. Previous investigations found the breakages are due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(4) 2008 via eco# 253075. The complaint sample was manufactured prior to the change as the first batch was lot number 2761863. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Orientation guide broke and piece left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.